Manufacturer narrative:
Update to section d10: concomitant products the alinity c processing module service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer was reviewed. A review of trending data associated with the alinity c processing module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module. No impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.